Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a da error. Boston scientific technical services (ts) discussed the error was self-correcting. It was also noted the qrs appeared small and resulted in some double counting, however discarded beats were observed. Boston scientific technical services (ts) recommended ensure the wand is over the device during device check. No adverse patient effects were reported.